Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not giving insulin. It stops whenever you give more than ten units. There are no alarms. The customer is in the hospital. The infusion set has been in for about a week. The customer was released from the hospital on (B)(6) 2017 and the infusion set has been changed twice. The customer's blood glucose was about 340 mg/dl. The customer's current blood glucose is 320 mg/dl. The customer reports being tired all of the time and wanting to sleep. Troubleshooting was performed. The insulin pump is functioning as designed. Nothing will be returned.